Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their son's insulin pump had keypad anomaly. The customer¿s blood glucose level was 152 mg/dl. The customer reported that the buttons were not responding. The customer reported that they had pressed menu button does not take them to the menu screen. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with and unresponsive keypad at the "back" and "down" buttons. Unresponsive keypad isolated to the keypad or pump casing. Unable to perform the displacement test and self test due to unresponsive keypad. Keypad unresponsive or button error alarm confirmed.